Manufacturer narrative:
Arjohuntleigh received information about an issue which occurred involving a maxi sky 2 ceiling lift. The device was moved through the unsecured end of the installation track and fall down. In result, the resident and caregiver were hit by the lift and received hematomas (the resident at the face and shoulder levels, and the caregiver at elbow level). The resident was hospitalized. When reviewing reportable complaints related to installation dedicated for non-portable ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the detachment of the ceiling lift from the end of the rail system. The occurrence rate observed for this failure mode is currently considered to be very low. Based on the collected information, findings made during the inspection of the track installation conducted by arjohuntleigh representative, we (arjohuntleigh) have been able to establish that the failure resulted from the fact that the component which is intended to stop the lift at the end of the track (end stopper) was absent. Upon the course of the investigation, it was established that the installation at the customer facility was not completed adequately by the service technician from third party company ((B)(6) medical). Note, the track installation guide (001.11161 rev.3) that provide technical information about the system assembly, includes instruction how correctly installing this part. Additionally, the instruction for use (IFU 001-15698-en-rev. 7) also includes again verification of this part before each use: "all rails must be closed and secured with end stoppers or connected to other closed rail components." "Warning: before each use, make sure all end stoppers are in place and secured to prevent a fall risk." To sum up, the cause of the incident is therefore considered to be an incorrect installation of the end stopper component at one end of the ceiling rail. If a correct assembly procedure would have been performed following the installation instructions, the event would have been avoided. The re-training was performed for installers from involved third party company to ensure they are aware of the installation technics to make sure that the similar mistake will not occur in the future. While the incident occurred the device was being used for transfer the patient. The end stopper was absent and from that perspective, the system was not up to its specifications during the incident. Complaint decided to be reportable due to reported outcome.

Manufacturer narrative:
(B)(4). At this time the root cause of the incident is unknown. The visit at the customer facility has been already scheduled to obtain more information related to this incident. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received information about an issue which occurred involving a maxi sky 2 ceiling lift. The device was moved through the unsecured end of the installation track and fell down. In result, the resident and caregiver were hit by the lift. The following outcomes were reported: the resident has the hematoma caused by hitting in cheek. He is currently hospitalized. The caregiver has small hematoma at arm level.

Manufacturer narrative:
We (arjohuntleigh) have been able to establish that the failure resulted from the fact that the component which is intended to stop the lift at the end of the track - "end stopper" - was missing. The system was repaired (missing parts added). Additional information will be provided upon conclusion of the investigation.